Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was confirmed as the unit failed multiple specific functional tests due to the broken left and right pawls and missing pedi rocker. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the top adjusting pin of the a2114 mayfield infinity xr2 skull clamp does not lock and needs evaluation. There was no known patient injury or delay in surgery.